Event description:
On (B)(6) 2012, it was reported that the patient was found unconscious by a family friend. An ambulance picked the patient up and took her to the hospital. The ambulance staff removed her infusion device when they arrived. The patient was unconscious for 45 minutes. The patient is now utilizing insulin injections to manage her blood glucose levels. The patient's blood glucose level was 27 mmol/l (486 mg/dl) at the time of the incident. Her normal ranger is 2-24 mmol/l (36-432 mg/dl). The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product received on (B)(4) 2012. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.